Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject pump was investigated and the following was noted: the "up, down, & ok" buttons were not responding. Moisture residual was located on the display screen. Product analysis performed leak test and found leakage from display lens. Disassembled the pump and found moisture residual on pcb and screen. Removed the keypad and found adhesive and corrosion under the contacts.

Event description:
The patient claimed that the buttons are all unresponsive. Patient stated he swam with pump this morning and now reports 2-3 drops of water under display. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.